Event description:
The koh/rumi colpotomizer system was initially to be used for a laparoscopic hysterectomy. After the start of the procedure, the case was converted to an open hysterectomy. The physician removed the manipulator, but the koh cup remained in the patient.

Manufacturer narrative:
The koh colpotomizer system is indicated for use in laparoscopic procedures where use of a uterine manipulator is appropriate and the surgeon intends to remove or access intraperitoneal tissue through the vagina by use of a colpotomy or culdotomy incision. The continued use of the koh colpotomizer system after switching to an open hysterectomy could be considered using the device contrary to its intended use. In keeping with good medical practice, it is the responsibility of the physician to ensure all non-implantable devices are removed from the patient.